Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a total hysterectomy, upon its first application, the device did not seal the tissue. Reportedly, no regrasp alarm sounded, and an endtone, indicating a completed seal cycle, was heard. There was no harm to the pt, and a new device was opened and used to complete the procedure.